Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The diffused long lesion being treated was located in the severely tortuous, severely calcified and 99% stenotic proximal to distal right coronary artery. The physician attempted to advance a non-bsc balloon to the lesion, but it would not cross. Then the physician advanced another non-bsc balloon to the lesion, but was unable to dilate the lesion with this balloon. The physician then advanced a 2.0x12mm quantum maverick balloon to the lesion and inflated it to 18 atms twice. Then the physician inflated the balloon a third time and it ruptured at 12 atms. There were no patient complications. The device was removed intact. The procedure was successfully completed with a 3.0x12mm quantum maverick balloon. Patient status is reported as "good."